Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, product type: recharger. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) and the patient that their implantable neurostimulator recharger (insr) screen was blinking in and out and losing power. In addition, there was a broken off connector pin. When the patient tried to adjust stimulation, they were able to connect with their implantable neurostimulator (ins) but it showed that it was depleted. There was no indication of patient harm and no patient symptoms were reported. Relevant medical history includes spinal pain. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.